Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 73 mg/dl. The customer stated that only the esc button is working. The customer stated that the device was exposed to water, but it had waterproof stuff on it. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported that the insulin pump had moisture damage. Customer's blood glucose was 90 mg/dl. The customer reported that the device was exposed to salt water. The customer stated that she wore the pump in the ocean. The customer stated that the buttons are not responding to touch. The customer was unable to perform test, buttons are not working. The customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced.